Manufacturer narrative:
Device not yet received.

Event description:
It was reported that during surgical procedure at the user facility the universal handpiece was heating up. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Follow up being submitted for additional and corrected data. Corrected data: product received in house, but inadvertently scrapped.

Event description:
It was reported that during surgical procedure at the user facility the universal handpiece was heating up. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.